Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Unknown when pain started. UDI: unknown part number, unknown lot number, UDI is unavailable. This report is for (8) unknown screws unknown lot number. Original implant date is unknown and is unknown when explanted. This event resulted in additional surgical intervention to remove the hardware the 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a female patient reported pain. The patient had an ankle scope and had a scheduled hardware removal of a locking fibula plate and six screws. There were an additional 2 screws also removed. When the hardware was removed the surgeon was pleased that the patient had healed. The hardware was removed easily and there was no allegation or complaint against the removed devices. No hardware was needed since the patient had healed. The surgery was successful and surgeon was very satisfied with the patients healing. This complaint involves one unknown locking fibula plate and eight unknown screws. This report is 2 or 2 for (B)(4).